Event description:
The facility reported a pump with alarms at start up. This occured during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative.